Manufacturer narrative:
The device was returned to the manufacturer. A sample was taken of the substance and it is under investigation. This report will be updated if the findings require.

Event description:
It was reported that a substance that looked like blood was leaking out of the handpiece while it was reaming. It is unknown at this time what type of procedure was occurring at the time or if there were adverse consequences related to this event.